Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped on (B)(6) 2016 due to extra cardiac stimulation. The patient did not experience any symptom due to this. Patient did well during procedure and the patient was discharged the next day post-procedure.